Event description:
It was reported that the guardians have noticed an obvious decline in the child's auditory performance since (B)(6) 2011. History of head trauma is denied by the guardians and problems of outer devices have been excluded. Testing reveals all channels in status hi except of channel 8.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.